Manufacturer narrative:
Date of event: exact date unknown, event occurred early (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial:(B)(4), batch: 7076682. Product family: scs-lead fixation: upn: m365sc43180, model: sc-4318, serial: na, batch: 25329552.

Event description:
It was reported that the patient experienced pain at the implant site. It was noted that the lead was tenting the skin and the wire was sticking out, which was bothersome to patient to sleep on the back. The physician confirmed that there was no skin breakage. In addition, patients stimulation in the back was inadequate. The physician restitched the lead anchor at the midline incision and the device remains implanted in the patient. The patient was doing well postoperatively.